Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed slices at the electrode region and exposed wires. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly elected revision surgery due to a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.